Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel of the device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the subject device: (B)(6) 2018: the subject device tested positive for streptococcus salivarius and streptococcus mitis; (B)(6) 2018: the instrument channel of the subject device tested positive for bacillus subtilis; (B)(6) 2018: the instrument channel of the subject device tested positive for bacillus subtilis, the air/water channel of the subject device tested positive for bacillus subtilis. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.